Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split septum stand-alone device exhibited septum delamination during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. Received two used q-syte unit. Visual/microscopic evaluation: the septum lifts up all the way around from the rim of the top disk the residual septum material and adhesive deposits was evident on the rim of the top body. This is an indication that a bond was provided during the manufacturing process. Investigation conclusion: indeterminate ¿ the evaluation of the septum unglued/lifts up at rim locations revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process.

Event description:
It was reported that bd q-syte¿ luer access split septum stand-alone device exhibited septum delamination during use. No serious injury or medical intervention was reported.